Manufacturer narrative:
Sections with additional information as of 25-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from fasting meter to meter comparison of 202 mg/dl using meter and 185 mg/dl using dr.'s device. Proper testing technique was not used as blood sample was taken from the same finger. Customer had gone to the doctor due to the high results obtained. Customer did not receive any medical treatment; doctor had advised customer to call manufacturer and may consider making changes to medication regimen. The customer¿s expected fasting blood glucose test result range is 160 mg/dl. At the time of the call, the customer feels well and did not report any symptoms. The test strip lot manufacturer¿s expiration date is 02/28/2021 and the product is not stored according to specification; customer stores open vial in kitchen and bedroom throughout the day. Customer had another vial of test strips with the same lot number that had been stored and handled correctly. During the call, a back to back blood test was performed fasting by the customer using both vials of test strips and produced test results of 167 mg/dl (old vial) and 176 mg/dl (new vial) using meter. Customer was satisfied with the results obtained. Customer declined to review the meter memory for previous test result history.